Event description:
It was reported that patient presented for routine follow up showing multiple episodes of non-sustained rv noise due to post-paced t wave oversensing on the ventricular channel. Programming changes were recommended.

Manufacturer narrative:
(B)(4).